Manufacturer narrative:
Meter and strips involved in incident were not returned for investigation. Retain strips of specified lot were tested with qs meter and passed testing with no failures detected. If customer returns any complaint products, products will be tested and a follow-up MDR will be filed.

Event description:
Customer called because he's had the meter for two months and the meter reads 40-50 points off, reading too high. He uses it several times a day. He said that he would read high with the classic, then take insulin, but his sugar would drop, and it would be low. Customer stated he would have symptoms of low blood sugar, such as dizziness and lack of coordination. He said for example, but these aren't the actual numbers, that his reading would be 110 with the classic, but then his actual blood glucose would be 60 when testing with another meter. Customer stores meter and strips in utility drawer in the kitchen. Customer doesn't have trouble getting sample of blood. Customer changes lancets every time he tests. Type 1 diabetic. Customer washes hands with soap and water and allows hands to dry thoroughly. Customer changes lancets most of the time unless he's in a hurry. Customer has not contacted the paramedics, nor did he go to the ER. He adjusted his glucose with sugary drinks and food. Walked customer through the memory and had readings of 56 on (B)(6) 2022 at 6:21 pm; 65 on (B)(6) 2022 at 5:52 pm; 72 on (B)(6) 2022 at 5:41 pm; 301 on (B)(6) 2022 at 2:48 am; 46 on (B)(6) 2022 at 6:57 pm. Typical readings range about 150. Customer is not receiving any oxygen therapy. Customer uses fingertip as a testing site. Replaced meter, 25ct strips and sent rl.

Manufacturer narrative:
On 4/7/2023, meter involved in incident was returned for investigation. On 4/12/2023, retain strips of specified lot were tested with returned meter. Meter and strips passed testing with no failures detected. Meter will be returned to the manufacturer for further investigation.